Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient passed away on (B)(6) 2016. There was no allegation reported against the device. The cause of death is unknown at this time.

Manufacturer narrative:
Initial reporter: information was inadvertently reported incorrect in the initial report. This report consists of correct information. Manufacturer contact: information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.